Manufacturer narrative:
The pump passed the self test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and displacement test. The pump history and trace files were successfully downloaded using thump. There were no pump error 43 alarms noted during testing and a review of the pump history file reveals: on 6/8/2023: one (1) pump error 37 (line number 762 file number 121) motor motion alarm (22:38). Two (2) pump error 130 mfda alarms (22:25 and 22:38). On 6/9/2023: one (1) pump error 38 (line number 700 file number 121) stuck motor alarm (04:07). Eight (8) pump error 130 (line number 602 file number 121) mfda alarms (00:27, 01:49, 01:50, 04:07, 04:08, 04:22, 07:08, and 07:09). Ten (10) pump error 43 (line number 752 file number 121) motor drive error alarms (2x 04:06, 04:07, 04:08, 04:19, 2x 04:22, 04:40, 04:41, and 07:08). The pump was cut open to perform a visual inspection. Moisture damage was found on pcba 1 and the motor/force sensor. Corrosion was found on the motor home switch. Pump error 37, pump error 38, pump error 43, and pump error 130 alarms found in the history file are confirmed due to moisture damage and the corroded motor home switch. A test p-cap does lock into place inside the reservoir compartment properly. The following were noted during the physical inspection: scratched case, stained keypad overlay, cracked battery tube threads, cracked battery compartment at the corner of the belt clip rails, missing serial number label, and pillowing keypad overlay. Pump error 37, pump error 38, pump error 43, and pump error 130 alarms found in the history file are confirmed due to moisture damage and the corroded motor home switch. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer received  an error in the motor was detected by reading unexpected value from hall sensor.(pump errors 43). Troubleshooting was performed.  The customer was able to clear the alarm and the customer was not able to complete the rewind successfully. No harm requiring medical intervention was reported. The customer will discontinue the use of the insulin pump. The insulin pump will  be returned for analysis.